Event description:
It was reported that there is moisture ingress between the internal lenses.

Manufacturer narrative:
This scope was not returned to stryker endoscopy for evaluation. However, it was received and evaluated at an OEM and the reported failure ¿cloudy image" was confirmed. Per (B)(4): visual inspection: scope was evaluated by eye, with eye loupe to determine the scope has distal tip dents and fiber damage. Functional inspection: the distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Alleged problem confirmed: yes. Actual failure mode(s): fiber, outer tube. Root cause(s): damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. Manufacturer error: no. Failed part/component(s): fiber, outer tube. In sum, the unit was received and evaulated at an OEM and the failure mode has been confirmed.

Event description:
It was reported that there is moisture ingress between the internal lenses.

Manufacturer narrative:
Upon receipt of device, a new failure mode of tip break has been identified, thus constituting a new awareness date. Additional information will be provided once the investigation has been completed.